Event description:
During follow-up, the device was noted in backup vvi mode. A device exchange is anticipated and the patient was in stable condition.

Event description:
New information received indicating the device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: the reported field event of a reset was not confirmed. The device did not communicate upon receipt due to low battery voltage. A reset in the field could not be confirmed due to the lack of data. The longevity analysis revealed the device¿s longevity to be premature. The battery analysis found the battery to be normal. No high current was seen on the bench. There was also some out of range high voltage lead impedance (hvli) was seen initially on the bench but was later found to be normal. The cause of the out of range hvli seen initially remains undetermined. The cause of premature depletion could not be determined.